Event description:
It was reported that at the beginning of a procedure the laser system displayed an error indicative of a system malfunction. Customer was connected with technical support to trouble shoot the issue. The system was shut down and rebooted; however, the error persisted. The system was no longer able to be utilized. There was no report of a pt injury.